Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a melted v103 wiring harness cable. This was found when the bmt replaced the bibag air separator. The bmt was advised the v103 wiring harness cable part was available only with the bibag hydraulic assembly. Additional information was requested but was not received to date.